Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable pacing lead was too tight within the pocket. The physician explanted and replaced the lead and it became damaged in the process. No patient complications have been reported as a result of this event.